Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. A malfunction code was displayed, and the customer was assisted by technical support in resetting the pump. The malfunction code did not recur after the pump reset, and the customer was advised to continue using the pump and to contact support if the issue arises again.